Event description:
(B)(6): customer reports that during a retrograde cystogram the table movement failed. Staff moved the patient to another room where the procedure was completed without further incident. Customer did not provide patient and procedure information, other than to say, patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.